Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 625974) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), myalgia ("muscle pain"), tendonitis ("tendonitis"), headache ("headaches"), insomnia ("insomnia"), memory impairment ("memory impairment"), disturbance in attention ("disturbance in attention"), vitamin b12 deficiency ("vitamin b12 deficiency"), adenomyosis ("adenomyosis"), urinary tract infection ("urinary tract infections") and sciatica ("sciatica"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dyspareunia, arthralgia, myalgia, tendonitis, headache, insomnia, memory impairment, disturbance in attention, vitamin b12 deficiency, adenomyosis, urinary tract infection and sciatica outcome was unknown. The reporter considered adenomyosis, arthralgia, disturbance in attention, dyspareunia, headache, insomnia, memory impairment, myalgia, pelvic pain, sciatica, tendonitis, urinary tract infection and vitamin b12 deficiency to be related to essure. The reporter commented: that the patient had numerous sick leaves. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2021. The most recent information was received on (B)(6)2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 625974) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On(B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), myalgia ("muscle pain"), tendonitis ("tendonitis"), headache ("headaches"), insomnia ("insomnia"), memory impairment ("memory impairment"), disturbance in attention ("disturbance in attention"), vitamin b12 deficiency ("vitamin b12 deficiency"), adenomyosis ("adenomyosis"), urinary tract infection ("urinary tract infections") and sciatica ("sciatica"). The patient was treated with surgery (essure removal). Essure was removed on 15-mar-2021. At the time of the report, the pelvic pain, dyspareunia, arthralgia, myalgia, tendonitis, headache, insomnia, memory impairment, disturbance in attention, vitamin b12 deficiency, adenomyosis, urinary tract infection and sciatica outcome was unknown. The reporter considered adenomyosis, arthralgia, disturbance in attention, dyspareunia, headache, insomnia, memory impairment, myalgia, pelvic pain, sciatica, tendonitis, urinary tract infection and vitamin b12 deficiency to be related to essure. The reporter commented: that the patient had numerous sick leaves. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report